Manufacturer narrative:
Media returned by the customer was inspected and showed no image on the screen.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A ce ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed the error message acq (acquisition processor) fault. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A ce ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed the error message acq (acquisition processor) fault. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.